Manufacturer narrative:
Exemption number: e2019001. (B)(4). The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the trek rx coronary dilatation catheters (cdc), global instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. It is likely the combination of the IFU deviation and the heavily calcified anatomy resulted in the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was a saphenous vein graft to left anterior descending artery (svg to lad) that was heavily calcified. The trek rx balloon ruptured in the patient after several inflations at 17 atmospheres. The device was prepped according to the instructions for use. Another trek rx was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.